Manufacturer narrative:
No reports of calibration or qc problems were reported prior to (B)(4) 2010. A field service engineer (fse) was dispatched: the fse replaced the accusense electrode. The electrode has been returned to bci for further investigation. Hardware issue may have contributed to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic glucose (glum) results generated by the synchron lx20 clinical system for multiple samples. The results did not duplicate when running in the duplicate mode. The erratic results were not reported out of the lab. Patient treatment was not affected. Customer is running specimens in duplicate and verifying results prior to releasing to physicians.